Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of plaintiffs implantation with essure, she suffered injuries including heavy bleeding/continuous bleeding, pain and bloating. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage, respectively). She underwent a surgery to remove essure 14 months after the insertion. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. In addition, a non serious event was reported. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device") and genital haemorrhage ("heavy bleeding/continuous bleeding") in an adult female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and abdominal distension ("bloating"). The patient was treated with surgery (to remove implant) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: device dislocation, menorrhagia were added. Reporter, patient demographic information, product start date updated. Product batch number added. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) was received on 07-dec-2016. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar af cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and heavy bleeding (pelvic pain and genital haemorrhage, respectively). She underwent a surgery to remove essure 14 months after the insertion. These events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and also pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device/ malposition of essure device location of device: left tube") and genital haemorrhage ("heavy bleeding/continuous bleeding") in a 28-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding on (B)(6) 2012, appendectomy, gallbladder disorder, gastric bypass, tonsillectomy, depression, eczema, obesity, appendectomy in 2009, dysfunctional uterine bleeding and tonsillectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, menstrual disorder, thyroid disorder, nicotine dependence, gallbladder disease, abdominal tenderness and menometrorrhagia. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain / pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy,right salpingectomy, extraction of essure,cystoscopy) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, abdominal distension, vaginal haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details: indications for the procedure: she presented to the office with complaints of pelvic pain. She also complained of abnormal uterine bleeding and menometrorrhagia. The patient had an essure procedure and on hysterosalpingogram, the location of the left essure was not within the tube. On further examination, the right essure was then placed. Due to the chronic pelvic pain, the unknown location of the essure, and the menometrorrhagia, the patient opted to have hysterectomy and salpingectomy and removal of the essure. Findings: on laparoscopic exam, the essure was seen within the omentum. The right fallopian tube was present; however, the left fallopian tube was surgically absent diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ultrasound thyroid - on an unknown date: thyromegaly. (B)(6) 2014:abnormal position of left essure coil. Left tube issues (B)(6) 2016:surgical pathology report: final pathological diagnosis: a-uterus, cervix, right fallopian tube and essure coil: cervix: benign squamous mucosa with parakeratosis and reactive changes. No dysplasia seen. Benign endocervix. Endometrium: secretory pattern endometrium. Negative for hyperplasia or malignancy. Myometrium: no significant histopathologic abnormality. Right fallopian tube: para tubal cyst. B-essure coil, removal: foreign material consistent with essure coil (by gross examination only) . Benign fibro vascular and adipose tissue most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event abdominal pain, abdominal pain lower , vaginal bleeding was added. Lab data updated. Historical & concomitant condition, drugs are added. Product, patient & reporter information updated. On (B)(6) 2018: medical records received: concomitant , historical drug, conditions are added. Processed with fu 04 incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device location of device/ malposition of essure device location of device: left tube") and genital haemorrhage ("heavy bleeding/continuous bleeding") in a 28-year-old female patient who had essure (batch no. B61393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding on (B)(6) 2012, appendectomy, gallbladder disorder, gastric bypass, tonsillectomy, depression, eczema, obesity, appendectomy in 2009, dysfunctional uterine bleeding and tonsillectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, menstrual disorder, thyroid disorder, nicotine dependence, gallbladder disease, abdominal tenderness and menometrorrhagia. Concomitant products included medroxyprogesterone (depo provera) from february 2013 to january 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain / pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy,right salpingectomy, extraction of essure,cystoscopy). . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, menorrhagia, abdominal distension, vaginal haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details: indications for the procedure: she presented to the office with complaints of pelvic pain. She also complained of abnormal uterine bleeding and menometrorrhagia. The patient had an essure procedure and on hysterosalpingogram, the location of the left essure was not within the tube. On further examination, the right essure was then placed. Due to the chronic pelvic pain, the unknown location of the essure, and the menometrorrhagia, the patient opted to have hysterectomy and salpingectomy and removal of the essure. Findings: on laparoscopic exam, the essure was seen within the omentum. The right fallopian tube was present; however, the left fallopian tube was surgically absent diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ultrasound thyroid - on an unknown date: thyromegaly. (B)(6) 2014:abnormal position of left essure coil. Left tube issues. On (B)(6) 2016:surgical pathology report: final pathological diagnosis: a-uterus, cervix, right fallopian tube and essure coil: cervix: benign squamous mucosa with parakeratosis and reactive changes. No dysplasia seen. Benign endocervix. Endometrium: secretory pattern endometrium. Negative for hyperplasia or malignancy. Myometrium: no significant histopathologic abnormality. Right fallopian tube: para tubal cyst. B-essure coil, removal: foreign material consistent with essure coil (by gross examination only) . Benign fibro vascular and adipose tissue quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.